Event description:
It was reported that the patient's right atrial lead was noted to be dislodged post implant via x-ray. The patient was brought back to the lab and the lead was repositioned successfully. The patient stayed in the hospital for an additional night. No further information.